Event description:
It was reported that the device was explanted and replaced due to an infection. The patient was stable and no additional adverse consequences were reported.

Event description:
It was reported that the device was explanted and replaced due to an infection. The patient was stable and no additional adverse effects were reported. It was previously noted the device would be discarded. However, the device has since been received for laboratory analysis.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of an infection.